Event description:
During a laproscopic gastric bypass when the device was released it disengaged internally but did not open externally at the jaws. The jaws of the device were locked on the tissues. The tissue had to be manipulated out of the jaws. It was noted that the device did indeed transect the tissue but staples were not present along the line. Sutures were used on the remnant and pouch ends of stomach in order to complete the surgery. Blood loss was approx 100-200ml and operating time was extended by an hour and a half. There was no adverse consequence to the pt.